Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the drive support cap was flush. Customer¿s blood glucose was 333 mg/dl at the time of incident. Customer experienced high blood glucose level. Customer was treated with insulin pen. Customer alleging insulin pump for under delivering. Customer declined to check air bubbles and leak. Customer stated that the insulin pump passed displacement and self test. The insulin pump will not be returned for analysis.